Manufacturer narrative:
H6 - 4581 - significant reduction of ica, shallowing of ac iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop with angle closure, significant reduction of iridocorneal angles, shallowing on anterior chamber, inflammation. Due to excessive vault, elevated iop with angle closure, significant reduction of iridocorneal angles, shallowing on anterior chamber, inflammation, surgical pi was performed. Later the lens was explanted. The problem was resolved. Cause of the event was reported as user error.